Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that an occlusion alarm occurred, and the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 387 mg/dl.